Event description:
The customer reported that the insulin pump alarmed an error several times. Troubleshooting was performed. The customer attempted to prime, but the insulin pump kept alarming. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had a cracked battery tube threads.